Event description:
It was reported by the rep that the device was used during an unknown procedure. It was reported the staples would not come out and clamp correctly. There was no consequence to the pt.